Manufacturer narrative:
Notification that the health care provider submitted device incident reference (dir) (B)(4) to therapeutic goods administration (tga) was received on 09jul2019. Further information was requested but not received. Details surrounding the incident, device information and provider information are all unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The manufacturer received notice of a healthcare provider submitted report to therapeutic goods administration (tga) of an incident involving a patient who suffered from a spinal cord injury with moderate residual deficit in 2015. No other information is known at this time. Due to a lack of information and traceability from australia on this event, it is unknown if this report has been previously filed, therefore this event is being reported as a precaution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.